Event description:
It was reported that following a successful trial, damage to the lead was noted when the physician tried to loosen the connection between the lead and externalized extension during the procedure. When turning the wrench, the ¿metal boot¿ of one contact ¿flipped around probably damaging the lead." Upon further handling, the boot flipped back again. The lead was replaced as a result. No patient symptoms or complications were reported. As of about a little more than two weeks following the procedure, the patient was doing well and therapy was effective.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The lead body was cut through and the product was segmented. Analysis of the percutaneous extension found that the #0 and #1 connector blocks were twisted in the molded rubber. The kinked conductor wires indicted the blocks were twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.